Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2025-04588.

Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator due to overly strong magnet retention (specific date not reported). Subsequently, the device was explanted under general anesthesia (specific date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.